Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on plug strap. Leak test and microscopic analysis was performed which identified: device no leakage and opening sharp on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap due to an unidentified (tear) opening.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.